Event description:
It was reported that during unpacking of the device it was noticed the yellow outer sheath could not be easily removed. Massive force was applied to the system and by doing so a strange noise was heard and the yellow outer sheath could then be removed. Despite this issue, the device was not inspected for any damage that might have occurred and it was used for the procedure. The target lesion was pre-dilated with a non-abbott balloon, reducing the stenosis to less than 40%. The delivery system was positioned in the lesion without any resistance, but when attempting to deploy the implant, the balloon would not inflate at all. There was no information reported regarding if any fluid was noted to be leaking. The device was removed from the anatomy without any issue. Once outside the anatomy, the device was inspected and a small rupture was noted on the balloon, which was thought to have occurred during the issue removing the yellow sheath. A new 2.5 x 18 mm implant was used to successfully complete the procedure with a satisfactory result. There was no clinically significant delay in procedure and there were no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4): failure to inspect the device for damage prior to use. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Though the device is not approved for sale in the u.s., it uses a delivery system which is similar to a device sold in the u.s. The PMA# is based on the predicate device (xience v stent system) that is determined to be same and similar to the delivery system of this device.

Manufacturer narrative:
(B)(4). Evaluation summary: the complaint device was returned for analysis. The reported inflation issue could not be replicated as the returned device was not returned in a condition in which the test could be performed. The reported difficulty removing the protective sheath could not be replicated in a testing environment as the protective sheaths were not returned. The reported balloon rupture (tear) was not confirmed; however a proximal seal separation was noted. Based on the visual and dimensional analysis of the device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. It should be noted that the instructions for use (IFU) states: prior to removal of the packaging mandrel, carefully slide the yellow outer sheath towards the distal flare, opening the longitudinal split on the inner sheath. Remove both sheath pieces and stylet from the delivery system. In this case, if an attempt was made to remove the protective sheaths in a different manner, such as, removal by pulling on the inner sheath or removal of the outer and inner sheaths simultaneously prior to exposing the longitudinal split on the inner sheath, this may have caused the reported difficulty. Additionally, it should be noted that the IFU states: prior to using this device, inspect for damage and do not use if any defects are noted. As it was reported, the device was not inspected for damage prior to use; therefore, this IFU deviation may have contributed to the reported inflation issue as the damage to the proximal seal, as a result of the difficulty removing the protective sheaths, may have been observed prior to use.